Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system with the hospital biomed and confirmed the reported issue. Service will be performed by hospital employee or contractor. Customer contact reports no patient information is available.

Event description:
The hospital reported that the adjustable pressure limit valve was not relieving pressure in bag mode resulting in an over delivery of pressure in the patient circuit. There was no report of patient injury.